Manufacturer narrative:
Unit passed displacement test and self test. However, pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. History download was successful using thds upload was successful. Insulin pump received with broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had button error when buttons were pushed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.